Manufacturer narrative:
Review of ticket trending and lot search data for architect stat troponin-I reagent ot 88621un14 did not identify an increase in complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 88621un14. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the reagent lot performs per specification. No malfunction occured since the issue is for one discreet sample and upon retest the sample produced a negative result that matched the subsequent sample. This information indicates a possible sample integrity issue. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides situations that may cause erroneous results. Review of labeling concluded that the issue is sufficiently addressed.

Event description:
The customer stated that a positive architect troponin-I result of 10 ng/ml was generated for a patient that was redrawn and tested negative at 0.001 ng/ml. The initial positive sample was then retested and the result was negative at 0.001 ng/ml on the same architect i1000sr analyzer and a different architect analyzer. The physician was notified of the false positive initial result. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).